Manufacturer narrative:
The returned sample and packaging confirmed that this catheter was manufactured nine yrs ago. The end user facility stated, it had been on their shelves for a long time. It was reported the catheter was inserted without difficulty. Upon removal, it was noted that it had broken. The tip was removed with the aid of a hemostat. There was no serious injury or negative consequence for the pt. The end of the catheter had separated into 2 pieces. Sample was forwarded to manufacturer for further evaluation.

Event description:
A catheter had been inserted prior to a surgical procedure. Upon completion of the procedure, the balloon was deflated and the catheter was removed. Upon removal, it was discovered that the catheter had broken, leaving the tip in the pt. They took a hemostat and removed the piece without incident. There was no serious injury or negative consequence to the pt. The catheter was determined to be nine yrs old. The end user facility stated, it had been on their shelves for a long time.